Event description:
It was reported that the atrial lead exhibited noise. The noise was reproducible in clinic. Programming changes were made. The patient was in stable condition and will continue to be monitored.